Manufacturer narrative:
Findings: pump received with no button response due to corroded keypad traces. No button error alarm noted during testing. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube thread.

Event description:
The customer reported via phone call indicating that the insulin pump alarm no button error. Customer's blood glucose was 111 mg/dl. The customer does not recall any significant events leading to the alarm. Customer was advised to discontinue use of the insulin pump and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.